Event description:
#Medwatcher #(B)(4). I started having migraine headaches at least 4-6 a month. I kept telling my gynecologist that my lower back is hurting and so was my lower stomach. I began to bleed. And test after test I ultimately even end up having a hysterectomy.